Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) "lifeband could not be retracted" was not confirmed during functional testing. During testing, the autopulse platform functioned appropriately and as intended. The reported complaint of "lcd screen was observed with a blank white screen" was confirmed during the visual inspection. During the visual inspection, the lcd screen was noted with two missing lines, likely due to the defective component, however, the screen was still readable. The defective lcd would have caused the intermittent functionality of the display. The lcd screen needs to be replaced to remedy the issue. During the visual inspection, unrelated to the reported complaint, noticed the front enclosure cracked and appeared to be the characteristic of user mishandling such as a drop. The front enclosure needs to be replaced to remedy the observed issue. Also, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed initial functional testing without any fault or error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint of the blank lcd screen and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) was observed with a blank white screen and the lifeband could not be retracted. Per the reporter, the platform was used during the last shift without any issues and the platform issue was noted after the lifeband was replaced. The customer was unable to see any errors due to the lcd issue. The platform was tested with several batteries, however, the issue persists. No patient involvement.